Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 04.168.420, lot: l444329, manufacturing site: grenchen, release to warehouse date: 19.jun.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the received neck fix bolt l90 tan is intact. Beside some use related wear, no further damages are visible. Functional test: the device passed the functional test successfully. The neck fix bolt l90 tan could be inserted into the fns plate 04.168.000 and the neck fix anti-rotation screw l90 tan was able to be inserted and locked / unlocked in the neck fix bolt l90. Investigation conclusion: during the visible investigation and the functional test no product problem was detected. The complaint event for migration cannot be confirmed for the neck fix bolt l90 tan also as there are no x-rays available. As the device is intact and passed a functional test successfully the in the investigation flow listed remaining investigation steps dimensional inspection and document/specification review are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an implant removal and bipolar hip arthroplasty was performed with femoral neck system (fns) instrument set and a carbide drill bit due to an implant cut-out. Initially, the patient had an implantation for femoral neck fracture using with fns on (B)(6) 2018. However, on an unknown date, the hospital found out that bolt and anti-rotation screw were about to cut-out. Thus, re-operation was done on (B)(6) 2019. The surgery was delayed by more than thirty (30) minutes. The patient is in the hospital and will then be discharged. Concomitant medical products: fns plate (part: 04.168.000, lot: l596319, quantity: 1). Fns locking screw (part: 412.214s, lot: l734547, quantity: 1). This (B)(4) captures the post-operative event while (B)(4) captures the intra-operative event. This report is for one (1) femoral neck system bolt. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 04.168.290, lot: l444329 , manufacturing site: grenchen , release to warehouse date: 19.jun.2017 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.